Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an 8100 lvp was affected by bezel post recall group 2 and replaced u4 on display board. There was no reported patient involvement.